Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory and automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was still hospitalized, the peritonitis was resolving, and the patient was recovering from the event. The action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.